Event description:
It was reported that the patient with this pacemaker felt that heart went out of rhythm and claimed that changes has been made with this device. Since then, the patient ankles and feet were swollen. Boston scientific technical services (ts) discussed to contact the physician clinic. As of this time, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.